Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer did not know the blood glucose reading. Upon troubleshooting, it was found that the insulin pump was working as designed. However, the customer stated that she attempted a bolus after the troubleshoot and received another no delivery alarm. She noted that the insulin she used looked cloudy, although it was within its expiration date. She observed a film inside the reservoir from insulin. She asked it was okay to reuse reservoirs, against which she was advised. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.